Event description:
Information was received that a smiths medical pneupac parapac ventilator had no alarm when powered on. No adverse effects were reported.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had no alarm when powered on. Isue discovered during preventive maintenance. No patient contact.

Manufacturer narrative:
Adittional information added.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair condition, with a faceplate noted to be slightly bowed. Device underwent functional testing by connecting device to 60 psi oxygen and applying back pressure. As a result, the reported customer complaint was confirmed due to the alarm reed. The problem source however has been determined to be uknown. The alarm reed was replaced, and device then passed all functional tests. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.